Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer's blood glucose level was 200 to 350 mg/dl. Reportedly, the customer resumed insulin therapy.